Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) was recorded as high, and customer administered a manual insulin injection to address bg. Cause of blockage could not be determined. Customer changed the infusion set and resumed pump therapy.